Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during investigation, the battery compartment was found to be cracked below the grip pad. The pump was powered on and the display was found to be blank with normal auditory and vibration. Moisture was observed behind the display screen. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was found throughout the internal components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment, moisture ingress, a blank display, and a battery compartment leak. This report is made based on results of investigation completed on 27-jun-2018.